Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/30/2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 60 mg/dl. The user consumed ½ apple juice and bg returned to range within 5 minutes. No medical intervention or hospitalization was required. No long-term health effects were reported.